Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels for 2 days despite set and insulin changes. The customer's blood glucose was in the 500 to 600 mg/dl range. She stated that she treated with insulin but her blood glucose would not lower. She called her doctor and was advised to treat with a manual injection. Her most recent blood glucose was 575 mg/dl. She stated that when she stood up, she felt as if she would pass out. She noted that her doctor tweaked her settings every time she visited him. The insulin pump had alarmed no delivery and low reservoir since the high blood glucose began. The bolus history displayed all entries based on her recollection. She was advised to change the entire set, reservoir and insulin and treat per doctor's instructions. She declined to have the device replaced. She did not continue with the displacement test and advised that she would contact her doctor and call back if she wished to replace the device.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.